Event description:
It was reported to boston scientific corporation that during an anterior/apical pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the suture of the first mesh leg was positioned at the patient's sacrospinous ligament. The capio device was fired and the bullet was seated properly within the capturing device of the capio head. As the suture was being pulled through the ligament, the suture snapped into two pieces. Approximately one centimeter of the suture remained attached to the needle, which remained captured within the capio head. The remainder of the suture stayed attached to the mesh leg. The physician removed the device from the patient and used another pinnacle anterior/apical pfr kit to complete the procedure, without complications to the patient, who is reportedly 'fine' post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior/apical pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the suture of the first mesh leg was positioned at the patient's sacrospinous ligament. The capio device was fired and the bullet was seated properly within the capturing device of the capio head. As the suture was being pulled through the ligament, the suture snapped into two pieces. Approximately one centimeter of the suture remained attached to the needle, which remained captured within the capio head. The remainder of the suture stayed attached to the mesh leg. The physician removed the device from the patient and used another pinnacle anterior/apical pfr kit to complete the procedure, without complications to the patient, who is reportedly fine post-procedure.

Manufacturer narrative:
Visual analysis of the returned pinnacle mesh showed that the suture, with the needle at the end, had detached from the end of the blue dilator. The complaint was confirmed. Mechanical analysis of the returned capio device found that the device operated freely and smoothly. A review of the manufacturing records was performed an no issues that could have contributed to this event were found. The directions for use includes the following precaution statement, "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable cause of this event was determined to be operational context.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.